Event description:
Patient reported feeling ill: dizzy, sweaty, left arm was numb, and feeling like she might lose consciousness. Patient indicated that she was unable to test blood glucose, on the suspect device, due to recurrent strip error. Based on symptoms, patient phoned emergency medical services for assistance. Upon their arrival, patient's blood glucose measured 192 mg/dl on paramedics' device. Patient stated that she was treated with 5 units of insulin (type not provided) after which blood glucose measured 147 mg/dl. No additional treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.